Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the motor speed was not stable, the insulation on the cable was damaged, and the unit was out of calibration. The motor and plug harness assembly were replaced and the unit was calibrated to resolve the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that during the surgery the dermatome slows down and makes it unusable. Investigation showed the motor speed was unstable. No adverse event was reported as a result of this malfunction.